Event description:
The customer reported that one of the pins within the connector on the therapy cable assembly, had broken off inside the therapy connector assembly on the device. Due to this broken pin, the user was unable to connect another therapy cable assembly. This was observed during testing of the device and there was no patient use associated.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have replaced the therapy cable and therapy connector assemblies. Proper device operation was observed through functional and performance testing and the device has been returned to service for use. The cause of the broken pin could not conclusively be determined.